Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities during the manufacturing process which could be associated with the reported event. . In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all release specifications. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A home hemodialysis (hd) therapies nurse reported that approximately three hours into hd treatment, the saline clamp on the fresenius bloodline had become un-clamped and caused saline to be introduced to the home hd patient. The home hd machine alarmed as expected for air detector and prevented air from being introduced to the patient. The patient's estimated blood loss (ebl) was noted as being approximately 300 ml (milliliters). The hd treatment was terminated two hours early. No patient adverse effects or injuries were experienced and no medical intervention was required. The patient has continued regularly scheduled hd therapy sessions without any further incidents. The bloodline device was not available to be returned to the manufacturer as it was discarded by the patient.